Event description:
It was reported to philips that the system was not powering on. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. A philips field service engineer (fse) inspected the system onsite and found that the green lamps of main power distribution unit (mpdu) were lit, but the device did not turn on when the power button was pressed. Due to a failure of the mpdu board the power could not be turned on. Fse replaced mpd control unit board which was returned for analysis. The cause of the mpdu failure could not be conclusively determined by the supplier's part analysis, however the replacement of the mpdu has resolved the reported issue and restored the functionality of the system . The codes were updated based on the investigation outcome.